Event description:
It was reported that pacemaker reverted to safety mode. Technical services (ts) recommended device replacement. This pacemaker was subsequently explanted and successfully replaced. Other then the intervention no adverse patient effects were reported.